Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with severe dry eye post lasik. Patient went and saw their regular eye doctor and there was a concern about patient's vision and topographical map of the left eye. Patient reports that left eye has been gradually worsening and feels dry. Punctal plugs were inserted in the office and lifitegrast ophthalmic solution was prescribed. Patient will be seen again in one month to reassess visual acuity, refraction and topography. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, dry eye was noted to be greater in the left eye.